Event description:
It was reported that during a lap gastrectomy procedure, there was a metallic sound at one hour after the site started using the device. The tissue pad on the device burned. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/05/2007. Info anticipated, but unavailable at this time.